Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative that there was a malfunction with the endotracheal tube. There was no known patient impact reported.